Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting down. The pump was reset and the customer continued to use the pump for insulin therapy. The customer¿s blood glucose was 215 mg/dl.